Event description:
A home pt contacted baxter's technical service center rerarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 5/5 of his automated peritoneal dialysis therapy. Per initial report the home pt noted a leak in the tubing of his transfer set. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.